Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was emitting call service cs088 alarms. No additional information was provided. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of cs 088 call service alarms. During testing, the pump was exercised for 24 hours, and the call service alarm was not duplicated. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the pump casing was cracked at the battery compartment and near the display. Additionally, the pump was powered on and the display screen appeared dim and discolored. (B)(4).